Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the cycler revealed that the rear of the cycler was pushed inward. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The inspection also identified fluid in the hp2 filter, which is related to the ¿m31 air detected in cassette¿ warning that occurred during patient use. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) to report a fluid leak that occurred during their treatment the night before. The patient also stated that an ¿m31 air detected in cassette¿ alarm occurred during the treatment, prior to the fluid leak being found. It was reported that the alarm had occurred during their treatment for "the past few days". The patient stated they cancelled the treatment and reverted to manual pd therapy, similar to how it was handled on previous nights. When the patient opened the cycler door to remove the cassette, they reported seeing fluid leak out of the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was then advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Additional information was obtained via follow-up with the patient. The patient stated there were multiple leaks which occurred during use of this cycler. They stated a leak occurred three or four nights in a row; they could not be sure of the exact number. Each time, the ¿m31 air detected in cassette¿ alarm had occurred. On each occasion, fluid was seen leaking from the cassette compartment when the cycler door was opened to remove the cassette. No visible damage was found on any of the cassettes and the patient was unsure what had caused the leaks. The patient confirmed being trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient's replacement cycler was received, and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler sets were not available for evaluation as they were reportedly discarded.